Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 1:37 pm with blood glucose of 400 mg/dl. The customer¿s other blood glucose was 412 mg/dl, 523 mg/dl. The customer was unable to get blood glucose down below 300 mg/dl. The customer was released from the hospital when blood glucose was in the 200 mg/dl. The customer had experienced symptoms such as dry mouth. The customer was treated with the manual bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump at the time of hospitalization. Based on customer report customer was alleging the insulin pump was under delivering due to high blood glucose. The insulin pump will not be returned for analysis.